Event description:
The customer reported the left monitor is intermittently blanking out. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reseated the image processor and other circuit boards. System operates as intended. (B) (4).